Manufacturer narrative:
E1 reporting institution phone number - (B)(6). E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the pressure sensor autozero failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. A field service engineer (fse) later went onsite for evaluation and repair and replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for failure analysis. The da pcba was tested, and the failure was unconfirmed. Pil verified that the average machine and proximal pressure were within the expected range at 0 cmh2o. The returned da pcba was verified to be functional with no error.